Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. A review of alarm trace data showed multiple sample short alarms near the time of the event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number was enu62. The electrode expiration date was requested, but not provided. The field service engineer determined the vacuum nozzle was worn out. The nozzle was replaced. Ise checks, calibration, and controls passed. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the sodium electrode on a cobas pro ise analytical unit. A doctor noticed that patient results were trending high, so the customer repeated the patient samples. The customer provided an example of one patient sample with discrepant sodium results. The sample initially resulted in a sodium value of 153.1 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 136 mmol/l. The repeat value was deemed correct.